Event description:
The patient received her scs ipg on (B)(6) 2009. It was reported that the patient is no longer feeling stimulation. She stopped using her ipg around (B)(6) 2011, because she had been feeling better. When she tried to use the ipg again, her programmer would not locate the device. The charger was also unsuccessful locating the ipg. The patient was sent a new charger to help resolve the issue, but was unsuccessful. The next course of action is unknown at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.